Event description:
It was reported that the device was explanted and replaced due to suspected premature battery depletion. The patient condition is good after the event.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.